Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 440mg/dl. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm as well as they changed battery and had to reset time and date and cannot connect sensor. Troubleshooting was performed. The product was returned for analysis.